Event description:
Unomedical reference no. (B)(4). Event occurred in the united states. On (B)(6) 2024, patient has reported that 4 infusion set fell off from body during use. Three events occured in the month of march and 4th event occured on 4 april 2024. At the time of 4th event patient,s blood glucose was 122mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Device 4 of 4.